Event description:
Rupture of catheter: with clamp open, a port was flushed with normal saline from a 10 ml syringe. During flushing, the catheter leading to the insertion site split open on the side. Saline then leaked out of the catheter. The port was clamped and a red dead-end cap was placed. A kelly clamp was also placed on the catheter. IV drips were taken off the other port of the catheter and were then infused using other access sites.